Event description:
Device 1 of 2. Reference MFR. Report#: 1627487-2019-02583. It was reported the patient was receiving inadequate stimulation. Reprogramming was unable to resolve the issue. As a result, the patient's system was explanted and replaced. Surgical intervention resolved the patient's issue.

Event description:
Device 1 of 2; reference MFR. Report#: 1627487-2019-02583.